Event description:
Complainant alleged that during the incoming inspection of the device, a "defib fault 78" message was observed and the device would not charge energy. The complainant indicated that there was no pt involvement in the reported malfunction.